Event description:
The patient was not having pain, but they woke up feeling tired and they had a dry mouth. The patient was also clammy and nauseated, and withdrawal was reported. An alarm started going off every ten minutes on the night of (B)(6) 2014. The alarm was dual tone. Interrogation of the pump revealed a single motor stall on (B)(6) with no recovery. A ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2014, forty-eight hours after the initial stall. There was reportedly no electromagnetic interference or magnetic interaction. The pump was replaced on (B)(6) 2014. As of (B)(6) 2014 the patient was reportedly doing well, and their therapy was effective. The pump contained dilaudid.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication, a stall due to shaft-bearing, and a stall due to gear wheel 3.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.